Event description:
Note: this report pertains to one of three devices used during the same procedure. Refer to manufacturer report # 3005099803-2024-00506, 3005099803-2024-00504 and 3005099803-2024-00503 for the associated device information. It was reported to boston scientific corporation that a captivator ii snare was used during a colonoscopy procedure performed on (B)(6) 2024. During the procedure, the device was not conducting electrical current. The procedure was completed with another captivator snare. There were no patient complications reported as a result of this event.

Manufacturer narrative:
Block h6: imdrf device code a090402 captures the reportable event of snare unable to deliver energy.